Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager of patient safety. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported at the end of the embolization procedure, the right groin sheath was removed, and the md attempted to deploy an angio-seal. However, the device failed to deploy as intended. Consequently, the device was removed, and manual pressure was applied for 20 minutes. The original intended procedure was a right l2 embolization. The problem encountered was a device malfunction, where the device did not perform as expected. It is not known if any therapies being used on the patient at the time of the event may have caused or contributed to the malfunction. Additional information was received on 15 oct 2024: the angio-seal device handed to the doctor appeared to be assembled incorrectly. When the doctor attempted to deploy the seal by pushing the top of the device into the receiver portion, it did not deploy due to its configuration. As a result, when the doctor removed the device, the puncture site was not closed, causing the patient to bleed slightly before direct pressure was applied to occlude the site. For this procedure, a 6 french sheath was used at the puncture site, and a 5 french procedural catheter was advanced through the sheath to complete the embolization. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient's anatomy was not difficult or tortuous, and the access was smooth and easy. A pre-deployment angiogram was performed, as is standard practice before closing the puncture site and ending the procedure. This angiogram is available for viewing in the picture archiving and communication system (pacs) system if needed. Blood loss was minimal, less than 50 ml. The patient made a full recovery without any complications, hematoma, or pseudoaneurysm, and was discharged home from the hospital two days later (B)(6) 2024. No concomitant medical products were used with the angio-seal. Direct pressure was held on the puncture site for approximately twenty minutes, which stopped any bleeding.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for assessment. The returned device included the packaging, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The suture broke during manually deploying the device as it was degraded due to the absorption of blood. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).